Event description:
A medtronic representative reported a non-working system camera (psu). This issue was identified while in a planned maintenance activity at the site. There was no patient present.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect camera came from a retired navigation system. Medtronic investigation of the returned suspect device finds that when connected to known good system the psu returned very high geometry error for both active and passive instruments that would not allow tracking. Too few markers were visible to run the aak test. This electrical issue, incorrect function, directly caused the event.